Manufacturer narrative:
Exemption number e2016032. (B)(4). Manufacturer ref# (B)(4). (B)(4). Summary of investigational findings: investigation is based on event description and returned device. (B)(4) are related. Two jugular introducers, two blue sheaths, and one long dilator were returned in one plastic bag. Consequently, it is unknown, which device relates to which complaint: sheath 1 is severely penetrated approx. 24cm from distal tip. The filter is in proper shape and still attached to the introducer. The protection sheath is kinked where the filter hook is attached to the grasping hook. Sheath 2 is severely penetrated approx. 33cm from distal tip. The protection sheath is kinked where the filter hook is attached to the grasping hook. The filter is in proper shape, but released, probably because of the kink. Based on these findings the difficulties encountered are probably related to the patient anatomy as reported. Therefore, rep. Follow-up may be relevant to discuss "more supportive deployment sheath". No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that tit did not perform as intended. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "left ij access was used to place filter. The deployment sheath took the anatomy turn but the filter could not take the turn and went out the side of the sheath." Information received 01dec2017: filter was never deployed so the deployment part with filter attached was removed from the sheath. A new deployment sheath was used on each attempt. Three attempts with three devices in total ((B)(4)). They were not able to put a filter in the patient that day. Patient was brought back the following day and used a more supportive long sheath and a filter from another company. After dr. Is attributing it to patient anatomy. He wants a more supportive deployment sheath. Patient outcome: no adverse effects reported on the patient due to this occurrence